Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 8/17/2024.

Event description:
A starclose device was received at abbott vascular. Analysis of the device noted that the clip was not deployed, and the exchange sheath was only partially split. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. A specific failure mode could not be verified as the device was returned partially deployed. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified failure mode or observed partial deployment could not be determined. The returned device condition indicates only steps 1 and 2 were performed. However, a failure mode could not be identified. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.